Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported leaking from a vertical crack on female luer. The nurse had recently connected a new 10 ml lipid syringe and the next time the nurse was in the room noticed a pool of lipids on the floor under the syringe pump. There was no patient harm or medical intervention reported. Although requested, no additional patient or event details were provided by the customer.